Event description:
Pt called alleging inaccurate high readings on the lfs meter. Pt was comparing their meter to a friend's meter, which is an invalid comparison. Pt obtained a 239 mg/dl on their lfs meter and compared it to their friend's lfs meter and obtained a 171 mg/dl. Time difference between the readings was less than 10 minutes from one another. The technique of applying blood on the test strip was done incorrectly. Test strips were in good conditon and not expired. Control solution test failed twice. Customer service is replacing products for pt. This case is being reported as a strip malfunction, since control solution failed.